Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2014 and a surgical sealant was used. Approximately 1 to 2 days post op the patient experienced bleeding and oozing at the incision site. The patient was on anticoagulant therapy. The bleeding continued for 3 days. On day 4 the anticoagulant therapy was discontinued and the knee was immobilized. The bleeding and oozing continued. Approximately 7 to 10 days post op the surgical sealant was removed and the incision was reinforced with staples. On (B)(6) 2014 the patient returned to the emergency room with a pulmonary embolism. The patient was treated and released from the hospital on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.